Manufacturer narrative:
(B)(4). Evaluation, results: (device has not been received for evaluation), (device inflated to 22 atm's). Evaluation, conclusions: no conclusion can be drawn (device has not been received for evaluation).

Event description:
The physician successfully deployed a 3.0 mm diameter x 22 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a lesion in the distal rca. The balloon of the relevant device failed to deflate after the deployment of the stent. The physician had to pull on the catheter to remove the balloon. The target lesion exhibited moderate tortuosity, moderate calcification and 70% stenosis. Twenty percent stenosis remained post pre-dilation. Force was used during the attempt to deliver the device through the guide catheter. The deflation difficulties were encountered after the first inflation of the balloon at 22 atm's. No abnormalities were noted during inspection of the device prior to use, or during the performance of negative preparation on the device prior to insertion in the patient. Patient status post procedure was comfortable and no clinical sequelae were reported. Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product endeavor sprint rx.